Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that moisture was evident behind the display lens. Reportedly, the pump was experiencing a no-power issue. It was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: an attempt to download the pump history and black box data was unsuccessful. Visual inspection revealed that moisture was present behind the display lens. Damage to the pump case was observed between the case seal and the upper right corner of the display lens; this device failure indirectly contributed to the reported event. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display; the reported event was duplicated. The pump failed a leak test due to the aforementioned pump case damage. The pump case was removed, and evidence of moisture damage was observed on internal components; this device failure directly caused the reported event.